Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows the right ventricular (rv) lead with high out of range impedance in the superior vena cava (svc) coil and high thresholds. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.